Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 5.6 mmol/l and 18.0 mmol/l within 10 minutes on the aviva expert system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.